Manufacturer narrative:
(B)(4). The device was not available for evaluation. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of device history indicates manufacture of the device is not related to the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified event occurred during peritoneal dialysis therapy on the homechoice device. The technical service representative (tsr) arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.